Event description:
At the time jp drain was removed by her physician, a section broke off and remained in the wound. Patient was taken to surgery to remove section found to be freely laying in wound, but not stuck to any tissue. Section of drain was sent to pathology and described by pathologist as a clear tube 13 cm in length with a green stripe.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.